Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the device was returned used. A partial circumferential shaft break was noted at the proximal butt joint. However the polyimide appeared to be intact. The edges of the break were examined under microscopic magnification and the edges of the break were slightly jagged. The catheter appeared to be kinked just proximal to the butt joint break. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested, and it passed with slight resistance at the location of the butt joint break. With the guidewire in place, the inflation hub was connected to an inflation device. Water was used to inflate the balloon. Upon inflation, water was observed leaking from the partial break in the proximal butt joint. The balloon was unable to be inflated to rbp due to the leak. The balloon was able to be deflation without issue. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is confirmed for a complete circumferential outer catheter break, at the proximal butt joint. The investigation is confirmed for inflation issues, as the balloon was unable to be fully inflated due to the break at the proximal butt joint. The root cause for the partial break at the proximal balloon butt joint could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the dorado pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. (B)(4)the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or images have been made available to the manufacturer. The lot number for the device has been provided. A review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon would not inflate during the first inflation in the sfa. It was further reported that upon removal of the balloon catheter from the patient, a break at the catheter-balloon butt joint was identified. Reportedly, another pta balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.